Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19). Additionally, the pump declared a temperature alarm. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information regarding these issues. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.